Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during flap creation, opaque bubble layer (obl) was noticed in the right eye. The flap bed was good, the opening of the flap was possible, and the excimer treatment was completed with no harm to the patient. The surgeon feels the flap thickness was thinner than the intended 120 um flap thickness. Additional information received states that an oct of the anterior chamber has been performed and the patients flap thickness is 87 um. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A company representative went on site and evaluated the system. The system was found to meet specifications. Based on quality assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is (B)(4).